Event description:
Subsequent to the initial MDR, additional information was received on 02/22/2023. It was reported that intermittent audio output occurred. On (B)(6)2023, the patient experienced intermittent output which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. Around 3 pm, the patient's continuous glucose monitor (cgm) was 300 mg/dl, but she did not receive a high alert. The patient then passed out around 4:30 pm. The patient was not responding to her sister's phone calls, so her sister called 911. The patient's blood glucose (bg) was taken by emergency medical service (ems) and was 23 mg/dl. She was treated with unspecified glucose and carbohydrates. There were no cgm reading reported at that time. Ems monitored the patient in her home for 4 hours until she was stabilized. She was not transported to the emergency department. There was no documentation of further medical intervention. At the time of the report, the patient was stable. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot were performed and passed. Data log analysis and functional test results were performed and passed. Alarm/alert manual test and speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the suppl MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient passed out around 4:30pm. The patient stated that her sister was trying to call her via phone but she was not answering. The patient's sister called 911 and when the paramedics arrived, they checked the patient's blood sugar and it was 23 mg/dl. The paramedics treated the patient with glucose and gave her a peanut butter and jelly sandwich. The paramedics attended to the patient for 4 hrs until the patient stabilized. At the time of the report, the patient was in stable condition. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No additional patient or event information is available.